Event description:
When they use echo-19 to do eus-fna procedure, the physician tried to puncture target mass in the stomach but some registance he felt so he changed the angle and did it again. After that he put the needle out of the scope to check the needle and sheath. He recognized that the proximal(patient end) part bent a lot, so he tried to restore the sheath but the needle and sheath was broken. Did any section of the device remain inside the patient's body? No. Did the patient require any additional procedures due to this occurrence? No. Were there any adverse effects on the patient due to this occurrence? No.

Manufacturer narrative:
Device evaluation: complaint device was not returned therefore a document based review will be performed. Clarification was requested as follows; - am I correct is saying that when the physician took the device out of the scope to examine he first noticed that the distal (patient) end of the needle was bent/kinked? - he then tried to ¿restore¿ the sheath but the needle and sheath were broken. What is meant by ¿restore¿? After he tried to restore is this when the needle and sheath were broken? Reply was received as follows; - am I correct is saying that when the physician took the device out of the scope to examine he first noticed that the distal (patient) end of the needle was bent/kinked? Yes, he did. - he then tried to ¿restore¿ the sheath but the needle and sheath were broken. What is meant by ¿restore¿? After he tried to restore is this when the needle and sheath were broken? ¿restore¿ means after the sheath and needle was bent, he use his own hand and finger to make the sheath or needle straight for a retry. But the needle was too bent to return, he found that the needle was broken. So, the physician stopped that procedure and took the another echotip needle. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to difficult target site requiring flexed or twisted position during the procedure as indicated in the additional information resulting in the needle and sheath break. A CAPA ((B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When they use echo-19 to do eus-fna procedure, the physician tried to puncture target mass in the stomach but some registance he felt so he changed the angle and did it again. After that he put the needle out of the scope to check the needle and sheath. He recognized that the proximal(patient end) part bent a lot, so he tried to restore the sheath but the needle and sheath was broken. Did any section of the device remain inside the patient's body? No. Did the patient require any additional procedures due to this occurrence? No. Were there any adverse effects on the patient due to this occurrence? No.